Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The keypad and labels were intact. The investigator reviewed the event history log and ran the pump in user mode. The reported "alarming without error code" problem was not duplicated. In user mode the pump ran as expected without any alarms or messages displayed. In pmu mode the uso and dso were both found to be working normally. A root cause could not be established. The pump underwent standard preventative maintenance.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited alarm without error code on display. It was reported that the patient tried to troubleshoot by changing tubing and reattaching cassette but no changes in outcome. Subsequently, the patient switched to backup pump without extensive interruption to therapy. No patient consequences were reported. No adverse effects were reported.